Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted and replaced prophylactically. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: addrl1 ipg implanted: (B)(6) 2008; 5076-45 lead, implanted: (B)(6) 2008. (B)(4).